Manufacturer narrative:
(B)(4) method: the pcb of the subject mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: testing of the pcb identified that there was no sound coming from the speaker. Additional testing confirmed that there was an open circuit in the speaker coil. Conclusion: the cause of the speaker failure was an open circuit in the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
The speaker on a mr850 respiratory humidifier was confirmed to not have an audible sound. There was no reported patient involvement.